Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic shock, septic shock, and the patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The heartmate 3 lvas IFU lists bleeding and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 71 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was diagnosed with hemorrhagic and septic shock. The patient's family decided to withdraw care by turning off the lvad, and the patient expired on (B)(6) 2019. Prior to admission, the patient had been having hematuria and bleeding from the percutaneous lead exit site and from a sacral wound for approximately five days. Upon admission, the bleeding was treated with blood transfusion and milrinone, and was attributed to ongoing cystitis. The infection that led to the patient's septic shock was treated with multiple antibiotics, but the source and type were not identified. No further information was provided.